Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a delay in critical therapy. The tubing set was being used to deliver a unit of packed red blood cells (prbc). After an unspecified length of time in use, it was noted that an unspecified volume of the prbc leaked from an unspecified y-site. The customer contact reported the patient did not received the full volume of prbc which was reported as critical therapy; however, there were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.